Manufacturer narrative:
After the second visit of the field service engineer, the instrument was confirmed to be working within specification. No further issues were reported afterward. The investigation concluded that the service actions taken resolved the issue.

Manufacturer narrative:
The elecsys ferritin assay lot number was 762456. The elecsys troponin t hs assay lot number was 10239. The elecsys fsh assay lot number was 766311. The elecsys folate assay lot number was 777398. The elecsys prl assay lot number was 765079. The elecsys vitamin d total iii assay lot number was 768105. The expiration dates of the assays were not provided. The customer stated that there were issues with the prewash and vortex mixer error codes and qc was erratic and out of range. Throughout multiple service visits, the field service engineer (fse) checked and adjusted multiple parts of the instrument, and performed preventive maintenance including the replacement of the vortex mixer, both measuring cells and sipper probes. The fse flushed through tubing from prewash to waste. A precision check passed and calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple patients' samples tested with multiple assays on a cobas e801 immunoassay analyzer. The following are representative examples of discrepant results for 8 patients' samples tested with elecsys ferritin assay, elecsys troponin t hs assay, elecsys fsh assay, elecsys folate assay, elecsys prl assay, and elecsys vitamin d total iii assay. Sample 1: the initial ferritin result was 259 ng/ml. The repeat result was 365 ng/ml. Sample 2: the initial ferritin result was 15 ng/ml. The repeat result was 22 ng/ml. Sample 3: the initial ferritin result was 7 ng/ml. The repeat result was 14 ng/ml. Sample 4: the initial troponin t hs result was 14.9 pg/ml. The repeat result was 34 pg/ml. Sample 5: the initial fsh result was 77.6 miu/ml. The repeat result was 53.5 miu/ml. Sample 6: the initial folate result was 7.5 ng/ml. The repeat result was 2.6 ng/ml. Sample 7: the initial prolactine result was 420 iu/ml. The repeat result was 290 iu/ml. Sample 8: the initial vitamin d result was 217 ng/ml. The repeat result was 96 ng/ml.